Event description:
Additional information was received that at an unknown time, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed for the patient's advanced aortic stenosis. During first expansion of the valve, implant position was poor so a recapture was performed. The valve was successfully deployed. Afterwards, when the control pacing was turned off, the patient developed a complete atrioventricular block. The block returned after the procedure. The patient was to be monitored in the coronary care unit (ccu) after leaving the operating room. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011993327); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.